Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (b)(40 (the importer). This report has been identified as b. Braun (B)(4). No samples were received for evaluation. All available information regarding this event was forwarded to the introcan manufacturer, b. Braun (B)(4). Their investigational report states that a review of manufacturing records was not possible because no lot number was available. Their report also indicates that a complete investigation could not be conducted without a sample to evaluate. The exact cause of the reported event could not be determined and no specific conclusion can be drawn. A historical review of the customer complaint database revealed no adverse trends of this nature against the reported catalog number. If additional pertinent information comes available, a follow up report will be submitted.

Event description:
As reported by the user facility: 4251644-02, lot # unknown - 3 incidents in which clip fell off of the needle after withdrawing needle from catheter; 2 of the incidents occurred last week and 1 on (B)(6). MFR - 9610825-2013-00088.